Event description:
The caregiver is stating that a few of the cells are not inflating.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained. The caregiver did not have the serial number or additional details.